Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s father stated that the right side of the abdomen underneath the sensor became itchy on (B)(6) 2018 so the sensor was removed. There was a site infection and the area was red, raised, and warm to the touch. Patient treated with prescription antibiotics. Exact date of medical intervention was not provided. At the time of contact, it was indicated that the patient was in good condition. No additional event or patient information is available.